Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: one sample was received. It came in an open packaging blister. Visual inspection was performed. The scale marking printing is skewed. After the molding process the barrel goes to a scale printing process. In this case a jam may have occurred inducing the skewed printing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9240251 for this type of defect or symptom. Root cause description: after the molding process the barrel goes to a scale printing process. In this case a jam may have occurred inducing the skewed printing. Rationale: CAPA not required at this time.

Event description:
It was reported that the scale marking volume is incorrect with a bd syringe 50ml ll tip 1ml. The following information was provided by the initial reporter: it was reported the scale marking volume is stated incorrect and curved on the barrel.